Manufacturer narrative:
Patient weight and ethnicity: unknown/ not provided. Date of event: exact date unknown/not provided. Best estimate date is between(B)(6) 2021-(B)(6) 2021. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted more than 3 months ago and was explanted from the patient's left eye due to a mechanical failure. An unplanned vitrectomy and incision enlargement were required. There was no patient injury. No other information was provided.

Manufacturer narrative:
Patient weight and ethnicity: unknown/ not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2021-(B)(6) 2021. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted more than 3 months ago and was explanted from the patient's left eye due to a mechanical failure. An unplanned vitrectomy and incision enlargement were required. There was no patient injury. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 12, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and presented with no issues. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.